Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went off multiple times. The patient stated it was very painful and it went unresolved. This device remains in service. No adverse patient effects were reported.